Event description:
During baxter device evaluation, failure code 302:435:118:0006 occurred during pre-accuracy testing. No patient injury or medical intervention was reported. The user interface module master software version is 5.03.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. Visual inspection and functional tests were performed. Device evaluation found and confirmed the condition of failure code 302:435:118:0006, and determined the root cause to be a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.